Event description:
Patient reported one of her ms3 pumps (B)(4) is not functioning properly. Falsely reading her as blockage detected, and attempted numerous times to correct it but no blockage. Sent out new pump for next day delivery. Patient had no further questions. Pt switched pumps and there was no interruption in therapy. No adverse events resulted from pump. Pump will be returned to cvs. Dose or amount: 60ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2014 to ongoing. (B)(4),